Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon found the hsk-3043 plunger extremely stiff. This occurred when he tried to deploy the seal. The complaint form stated "there was not problems prepping the device, nor during the insertion of device through the anastomosis. When the surgeon tried deploying the seal, he found the "plunger" extremely stiff. It required 2 hands and a lot of pressure. The seal eventually was deployed successfully and the remaining of case was uneventful". The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. To further investigate, the delivery device was opened up to reset the plunger, to attempt to replicate the failure. Once the delivery device was reassembled, the device was "unlocked" by sliding the lock in the direction indicated by the arrows. The device was then deployed by actuating the plunger. The device performed according to specifications and was not "stiff" when deploying. Based upon the findings above, the reported complaint 'plunger extremely stiff" could not be confirmed. Internal file number - (B)(4).